Manufacturer narrative:
An attempt has been made to have these products returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient developed a pocket infection. The device, a transvenous right atrial (ra) lead, and a transvenous right ventricular (rv) lead were explanted. No adverse patient effects were reported as a result of these observations.